Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited oversensing on the plugged right ventricular (rv) channel due to auto lead detect not being satisfied, causing inadequate pacing timing. Technical services (ts) recommended performing a revision procedure and plugging the right atrial (ra) lead into the rv port for 3 seconds to resolve this observation. At this time, this crt-p remains in service, and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited oversensing on the plugged right ventricular (rv) channel due to auto lead detect not being satisfied, causing inadequate pacing timing. Technical services (ts) recommended performing a revision procedure and plugging the right atrial (ra) lead into the rv port for 3 seconds to resolve this observation. At this time, this crt-p remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted due to an update with the evaluation method codes and conclusion codes. If pertinent information is provided in the future, a supplemental report will be submitted.